Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter was unable to provide power. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter failed visual examination and functional testing due to a tear on the output cable. The tear resulted in an intermittent connection with exposed wires. As a result, the most likely root cause of the reported event can be attributed to wear on the strain relief and/or due to the handling of the device, which likely contributed to the fraying or breaking of the output cable. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac (cac) adapter had a broken cable. The cac adapter was replaced. No patient complications have been reported as a result of this event.